Event description:
Our affiliate is reporting that during an arthroscopic knee repair, a portion of the distal tip of the trocar drill broke off into the bone. With some difficulty, the fragment was retrieved from the bone and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.